Event description:
Consumer stated: I have only used it 3 times but a bristle or two comes in between my teeth. I am not brushing too hard at all. One or two were stuck in my teeth. I had to floss them out unless they fell out with swishing water. They are so tiny and fine in texture. Product not returned.